Event description:
Couldn't pull the tampon out- vaginal [foreign body in reproductive tract]. Tampon string disintegrated [device breakage]. Couldn't pull tampon out because string had disintegrated [complication of device removal]. Case description: consumer reported via e-mail that string disintegrated during removal. No serious injury reported.

Manufacturer narrative:
Product investigation completed on 29-jun-2021 showed no failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation completed on (B)(6) 2021 showed no failure could be identified as a result of the investigation.

Event description:
Couldn't pull the tampon out- vaginal [foreign body in reproductive tract] tampon string disintegrated [device breakage] couldn't pull tampon out because string had disintegrated [complication of device removal] consumer reported via e-mail that string disintegrated during removal. No serious injury reported.